Event description:
It was reported a the lead was damaged during an implant procedure. When attempting to remove the stylet the lead separation coating came off. The lead was removed from the patient and the procedure completed using another lead. Follow-up information indicated that the patient was receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3888, lot# v736978.